Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that right atrial (ra) lead threshold changes occurred, when that patient changes from sitting to standing. The ra lead is from another manufacturer and it is connected to this pacemaker. The pace impedance reportedly varied from 400-1000 ohms and was still within normal limits. No noise could be produced with isometrics or arm movements. Technical services noted that this was likely a spring contact issue and troubleshooting was discussed. If the lead tested okay, the lead was to be programmed to unipolar pace/bipolar sense and the patient was to be monitored. No adverse patient effects were reported.

Event description:
Additional information was reported, indicating that a chest x-ray revealed that both leads have the terminal pin that can be seen outside the set screw. However, the atrial lead appears to be less inserted than the ventricular lead. This could cause the spring contacts to not make the appropriate connection. The device was reprogrammed to unipolar and the impedances seem to have stabilized. Additionally, there is no visible issue noted with the atrial lead integrity. No adverse patient effects were reported.